Event description:
Additional information received 02-mar-2022 via email attached in complaint object: failure found at our in-house testing facility, no patient was involved.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing and there were scratches on the liquid crystal display screen. During functional check, the reported complaint was duplicated. Three separate delivery accuracy tests were performed and the pump was found to be over delivering according to the manufacturing specifications. Root cause for the over delivery was found to be the expulsor was out of mechanical specifications. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed the volume test (21.57, 21.65, 21.74). It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.